Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, pain.

Event description:
Patient reported left side "experiencing a delicate health annoyance [unspecified] caused by the left prosthesis. Additionally, patient reported ¿frequent pain, stabbing and severe pain for more than two years; there is an encapsulation that has been causing pain, is slightly fissured and there is an increase in the breast size accompanied by hardness" and breast is visibly larger" and through ultrasound "lobulations," "solid nodule which is not device related," "antero-posterior thickness of 10mm" and "periprosthetic collection". Healthcare professional later reported the rupture of the prosthesis via an ultrasound report. Device remains implanted.